Event description:
The 440 stud broke off into the instrument during the case. The case was completed with another handpiece and another instrument. No pt consequence was reported. Both the handpiece and the instrument will be returned.